Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted a component on the bldc board overheated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause of the eeprom code. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The patients medical history is diabetic and hypertensive with obesity.

Event description:
According to the reporter: occurred during a robotic laparoscopic gastric bypass procedure. After mobilization of the intestine (jejunum), the powered handle was loaded with the reload. Surgeon was not able to fire the reload onto the jejunum as green and blue lights were continuously flashing on the handle. In order to resolve the issue and complete the case, the surgeon used a manual handle to perform the procedure. There was no patient harm. The current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.